Event description:
It was reported that pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump to resolve the issue and customer was able to interact with the touchscreen.